Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2025. It was indicated that the patient used an alternate blood glucose test site, which is misuse of the device. According to the patient, on 11/04/2025, they felt lightheaded and loss consciousness. The neighbors called for an ambulance. Before losing consciousness, the neighbor offered the patient a banana and cherry juice. The paramedics took blood from the ear and monitored the patient for 20 minutes. The patient¿s bg was over 150 mg/dl and the patient was not taken to the hospital. The patient fully recovered and did not sustain any injuries from falling to the ground. At an unspecified time during the event the cgm was low (less than 40 mg/dl) and no bg was provided. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.